Event description:
It was reported that the patient was experiencing cardiac arrest during an implant procedure. The patient was administered with lidocaine and ketamine when coded and the patient was able to regain breathing. The procedure was aborted and the physician believed that the incident was not device related.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.